Event description:
This event was reported to (B)(6) medical on (B)(6) 2023 by (B)(6) surgery center. 'Tip broke off inside the patient, disc leaving behind 3-5mm of material it was decided to leave it in and find out more about the disc material. A decision will be made to remove or leave. The surgeon has contacted a neurologist for advice.'